Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via phone by the sales rep that during a shoulder procedure, the suction on the customer's vapr coolpulse 90 electrode would not work. They opened another like device to complete the procedure. There were no patient consequences or delays. The device is coming back.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint electrode was received at mitek and forwarded to supplier for evaluation. The following evaluation was performed by the manufacturer. Visual inspection revealed signs of activation and there was evidence of tissue debris around the active tip. The device shows signs of activation but is otherwise in an as expected condition. During the investigation substantiated the customer¿s claim that the suction did not work. A flow test performed on receipt of the device recorded an out of specification value. Inspection of the tip revealed debris in the suction port. Following activation testing the device was flowed tested and an in specification value achieved. Inspection showed that the debris was no longer present in the tip. From supplier investigation no manufacturing defect was found and we have determined the probable cause of the reported suction blockage to be normal procedural debris. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The complaint failure mode has been reviewed against the systems risk assessment document which has recorded in line 'poor suction flow through device due to tissue blockage' caused by tissue entering the tip and leading to a blockage. The outcome of this being 'delay or cancellation of procedure to a patient under anaesthetic'. The risk management procedure considers the failure mode frequency of occurrence as frequent. Complaints records over the last 12 months were reviewed to assess the frequency of this defect and our analysis shows that the frequency of this occurrence is as anticipated in risk management. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).